Event description:
It was reported that the nurse stated the Arctic Sun device was alarming 113 (Reduced Water Temperature Control). They have tried troubleshooting, turning the device off, and emptying the pads and refilling the device. The Targeted temperature (TT) was 37C, Water temperature (WT) was 32C, and Patient temperature (PT) was 37.9C. Nurse was not in front of the device to go to the diagnostics screen. Nurse stated they will swap the device out to other device not in use. Informed nurse to send this one to biomed for evaluation, it was typically a chiller pump or mixing pump issue. When unable to cool the water, they will need to test the device to confirm. Unable to get serial number.Additional information received on (b)(6)2026 indicated that Biomed stated the nurses had sent the device with a note reporting Alert 113 (Reduced Water Temperature Control). No details were provided regarding whether the issue occurred during cooling or rewarming.

Manufacturer narrative:
Initial Reporter Facility Name: (b)(6).The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.